Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 12th april 2010 and performed to specification up to the 12th april 2015. During this time information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Multiple manual power ups of mainly ten minute duration were recorded between the (B)(6) 2015 and the last log entry, upon receipt at heartsine, on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.